Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 4.1, re-test: 2.1. Tested within 15 minutes of each other using different fingers.

Manufacturer narrative:
Investigation pending.